Manufacturer narrative:
The following field has been updated with corrected information: f.6 imdrf annex f code: f26. The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes there was insufficient clot activator additive. The following information was provided by the initial reporter: customer inquiry: customer is reporting 6ml sst vacutainer tubes have incomplete clotting with healthy patients. From pieris pharmaceutical inc. Performing clinical trials using 6ml sst2 tubes. Lab validated an assay where the tubes are allowed to clot for 30-60 minutes on wet ice and then spun down in a refrigerated centrifuge. Samples are collected, inverted 5 times, allowed to clot, and then centrifuged. Lab is finding large "hunks" of fibrin in the serum and seeing incomplete clotting. Lab is telling the sites to re-spin the tubes and then run the sample. Customer is inquiring what would cause the incomplete separation and the gelatinous material in the serum customer is reporting 6ml sst vacutainer tubes have incomplete clotting with healthy patients. D.1. Medical device brand name: bd vacutainer® sst¿ ii advance plus blood collection tubes. D.3. Medical device manufacturer: becton dickinson and company (bd) - plymouth, united kingdom / pl6 7bp. D.4 medical device catalog #: 366444. D.4. Unique identifier (UDI) #: (B)(4). G.1 manufacturing location: becton dickinson and company (bd) - plymouth, united kingdom / pl6 7bp. G.5. PMA / 510(k)#: bk050036. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes there was insufficient clot activator additive. The following information was provided by the initial reporter: customer inquiry: customer is reporting 6ml sst vacutainer tubes have incomplete clotting with healthy patients. From pieris pharmaceutical inc. Performing clinical trials using 6ml sst2 tubes. Lab validated an assay where the tubes are allowed to clot for 30-60 minutes on wet ice and then spun down in a refrigerated centrifuge. Samples are collected, inverted 5 times, allowed to clot, and then centrifuged. Lab is finding large "hunks" of fibrin in the serum and seeing incomplete clotting. Lab is telling the sites to re-spin the tubes and then run the sample. Customer is inquiring what would cause the incomplete separation and the gelatinous material in the serum customer is reporting 6ml sst vacutainer tubes have incomplete clotting with healthy patients.

Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown . H4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that while using the unspecified bd that there was insufficient clot activator additive. The following information was provided by the initial reporter: customer inquiry: customer is reporting 6ml sst vacutainer tubes have incomplete clotting with healthy patients. From (B)(6) pharmaceutical inc. Performing clinical trials using 6ml sst2 tubes. Lab validated an assay where the tubes are allowed to clot for 30-60 minutes on wet ice and then spun down in a refrigerated centrifuge. Samples are collected, inverted 5 times, allowed to clot, and then centrifuged. Lab is finding large "hunks" of fibrin in the serum and seeing incomplete clotting. Lab is telling the sites to re-spin the tubes and then run the sample. Customer is inquiring what would cause the incomplete separation and the gelatinous material in the serum customer is reporting 6ml sst vacutainer tubes have incomplete clotting with healthy patients.